Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that pump error 63 occurred in the insulin pump. Customer's blood glucose value was unknown. The insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit passed selftest and displacement test. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly. Unit received with cracked case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.